Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had shattered screen and crack. The customer¿s blood glucose level was 154mg/dl. Troubleshooting was performed. Customer stated that reservoir was unable to lock in place. The insulin pump will not be returned for analysis.